Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint that ¿there is a rod sticking out of the blue base.¿ the instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap is properly seated within the distal clevis as the hook moves in yaw. Additionally, the instrument was found to have damage of the conductor wire¿s insulation. The instrument was found to have charring and localized melting on monopolar yaw pulley. A review of the instrument log for the permanent cautery hook instrument (420183-12/n10180710) associated with this event has been performed. Per the logs, the instrument was last used on 1/31/2019. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported because damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The following was found during the device evaluation, but is not related to the reportable finding: the instrument was found to have a bent banana plug at the back end of the housing. Blank MDR fields: the patient information was not applicablante because the product was not used on a patient. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. Date of implant is not applicable because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was noted that there was a rod sticking out of the blue base of the permanent cautery hook instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that after further investigation, they do not have proof that the instrument was used on a patient. There were no uses noted in the surgical records for the permanent cautery hook instrument. The customer confirmed that this issue was identified prior to starting/pre-anesthesia indicating no patient involvement.